Event description:
It was reported the device failed the gravimetric testing. No patient involvement, event occurred during testing.

Manufacturer narrative:
B3: date of event is unknown. One device was received for evaluation. Visual inspection found the device was in good condition. The event history log found no evidence of the reported problem. Three accuracy tests were performed. Upon review, the reported problem was unable to be duplicated as the device was found to be within manufacturing specifications.